Event description:
It was reported that when the physician attempted to place a second lead in the implantable neurostimulator (ins) that ¿the plug was very hard to get out.¿ it was stated she unscrewed the screw and later unscrewed it more but the plug remained stuck both times. It was further stated she eventually was able to force it out. It was noted the physician then placed the lead and tested the stimulator and patient said it worked. The day after this procedure however, the ins ¿was not working¿ and the patient was once again in the operating room to have it fixed. It was reported that when impedance testing was performed at that time that impedances of 10000 ohms were found on electrodes 8-15. It was stated the physician then opened the ins pocket and ¿saw that the lead was not all the way in the ins.¿ it was further stated the physician then tried to push the lead in, ¿but it didn¿t work.¿ it was noted the physician t hen remembered ¿that the ring of the plug was off the plug and she stopped and replaced the ins.¿ it was reported that upon replacing the ins, the issue was resolved and ¿it worked.¿ it was noted the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, product type: accessory. Device evaluation: analysis of the implantable neurostimulator found ¿damaged balseal connectors.¿ it was stated the #2, 3, 7, 9, 10, and 13 balseal connectors were damaged. Analysis of the plug found the connector was crushed.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.